Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction had been reported. It was reported that after predilatation of a lesion, distal to a previously implanted otw zeta that was implanted in 2003, the sent had restenosed. The restenosis was treated with balloon angioplasty; however, the stent delivery system would not cross through the stent. The distal lesion was left poba only. The pt is reported to be well. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusions summation-product performance engineering reviewed the incident. The pt effect of restenosis, as listed in the mini vision IFU, is a known adverse event associated with coronary stenting procedures and is not necessarily an indication of a product quality deficiency. Reportedly, there was no report of any product malfunction identified during the procedure that could have contributed to the reported pt effects. A definitive cause for the reported pt effects and relationship to the product, if any, cannot be determined, however, there is no indication of a product quality deficiency.